Manufacturer narrative:
H3: analysis of the 8782 catheter revealed miscellaneous acceptable testing; catheter incomplete/returned in segments. Analysis of the 8784 catheter revealed miscellaneous acceptable testing; catheter incomplete/returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml, at an unknown dose) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was having difficulty accessing the pump at first refill since implant. The hcp stated that they suspected the pump may be flipped and inquired about imaging that could confirm. The issue was not resolved through troubleshooting. Additional information was received that the hcp had taken an image of the pump. The hcp had sent over the image and it was ruled inconclusive because the angle of the image was hard to assess. The hcp stated that they had poked the patient to find the reservoir at least 6 times and they were not finding anything. The hcp confirmed that the pump was extremely superficial and she could see the entire outline since the patient was so small. The hcp attempted to interrogate the pump about three times prior to this and it was difficult to read. It was noted that was why their suspicion was that it was flipped. The hcp stated she did not know if the pump was sutured down at implant and this was the patient's first refill, if they could access the reservoir. It was re commended to attempt to communicate with 2.5 cm of space from the pump when communicating. It was noted the hcp was communicating much closer. Additional image was received and reviewed. The image appeared to show the catheter was coming off of the "wrong" side confirming that the pump was flipped. No patient symptoms or complications reported. Additional information was received on 2021-06-11 from a hcp via a company representative (rep) stating that the pump had flipped in the patient¿s abdomen and pump revision surgery was planned for (B)(6) 2021. The issue was not resolved at the time of this report. The patient's weight and medical history was asked but unknown. The patient was alive with no injury at the time of this report.

Event description:
On 2021-jun-16, additional information was received. It was reported that the pump was flipped and a revision surgery took place. The pump remained in service, but drug was unable to be pulled out through the catheter access port (cap) so the pump segment was replaced and part of the spinal segment was replaced. Both segments have been sent to the manufacturer for review. The event was resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID: 8782 ,serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2021 (B)(6), product type: catheter, product ID: 8784, serial# (B)(6), implanted: 2021 (B)(6), explanted: 2021 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.